Manufacturer narrative:
Device passed displacement test, self test, sleep current measurement and active current measurement within specifications. No unexpected blank display noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports pump will not turn on. Customer explains pump says needs to change the battery, but she has used 10 batteries and wont turn on display. Customer calls back with blank display after receiving new battery cap. Customer states the display was blank less than 30 seconds and then returned. Customer is advised to remove the battery. Insert battery alarm did not display on the pump screen. Battery in use is aa. Customer states the contacts on the battery cap are neither missing nor damaged. Customer states battery compartment is neither damaged nor corroded. Customer states spring is neither damaged nor corroded. Customer is advised to clean battery cap contacts with a dry cotton swab. Customer advised to press and hold the back button for 60 seconds. Advised to insert new aa battery. Display did not return after pump restart. Insulin pump needs to be replaced. Customer is advised to discontinue use of pump and revert to backup plan per healthcare providers instructions. Insulin pump was returned for analysis.